Event description:
Caller reported an issue with the pump time being incorrect, with a discrepancy greater than five minutes between displayed and actual time. There was no adverse impact to the customer¿s blood glucose level, as values remained within normal range. Technical support assisted the caller in updating the pump time and advised monitoring for any recurring discrepancies, which the caller understood and acknowledged.